Event description:
It was reported that it was not possible to advance the straight guide wire through the octad lead in the patient completely after the bended guide wire was removed. The straight guide wire was stuck at 10 cm from the distal end of the lead. The lead was removed and replaced by another one. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no patient harm injury or death and no actions were required as a result of the event. It was noted that a new lead was necessary.

Manufacturer narrative:
Analysis of the lead (serial #(B)(4)) found no anomalies. The lead is functionally okay. A functionality test found that continuity was acceptable and there were no shorts between circuits. Analysis of the stylet found that the wire was bent 6 cm from the distal end. The location of the distal end of the stylet was between #5 and #6 electrodes. The stylet was able to be inserted and withdrawn from the lead without difficulty. There is some damage to the stylet coil 13.8 cm from the distal end of the lead, but it did not affect stylet insertion testing done in the lab. This appears to be the start of what occurs when a stylet is forced through the stylet coil while inserting it with a significant bend in the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3877-45, lot#: 0206160224, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.